Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms, which caused blood glucose levels to elevate to 353 mg/dl. The customer did not exceed a blood glucose level of 500 mg/dl, and no third-party assistance was required. To address the high blood glucose, the customer administered a correction bolus using their pump and resolved the occlusion issue by changing the infusion set and cartridge before continuing insulin therapy. There was a history of recurrent occlusion issues, and technical support recommended several steps, including using room temperature insulin and avoiding areas with scar tissue. The customer was advised to contact technical support if the occlusions persisted.